Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 02-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('major hemorrhages') and adenomyosis ('adenomyosis') in an adult female patient who had essure (batch no. C38219) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), adenomyosis (seriousness criterion medically significant), fatigue ("excessive and chronic fatigue"), anaemia ("anemia"), sleep disorder ("sleep disorder"), memory impairment ("memory disorder"), disturbance in attention ("concentration disorder") and depression ("depressive state"). The patient was treated with antidepressants, anxiolytics, iron and magnesium. Essure treatment was not changed. At the time of the report, the genital haemorrhage, adenomyosis, fatigue, anaemia, sleep disorder, memory impairment, disturbance in attention and depression had not resolved. The reporter provided no causality assessment for adenomyosis, anaemia, depression, disturbance in attention, fatigue, genital haemorrhage, memory impairment and sleep disorder with essure. The reporter commented: events started in late 2015 early 2016, excessive and chronic fatigue, depressive state, sleep and memory disorders, haemorrhages due to identified adenomyosis patient information on her current condition: constant fatigue, sleep disturbances, professional and personal problems and difficulties due to memory and concentration issues, and anaemia due to major bleeding... Actions taken at the healthcare facility to treat the patient: I had a medical follow-up for sleep disorders (analysis by a neurologist after a night spent in the clinic). I was prescribed antidepressants and anxiolytic medication following a depressive episode. I take iron and magnesium permanently for fatigue and I met several specialists regarding adenomyosis and a possible hysterectomy. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 02-mar-2020. The most recent information was received on 17-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('major hemorrhages') and adenomyosis ('adenomyosis') in an adult female patient who had essure (batch no. C38219) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), adenomyosis (seriousness criterion medically significant), fatigue ("excessive and chronic fatigue"), anaemia ("anemia"), sleep disorder ("sleep disorder"), memory impairment ("memory disorder"), disturbance in attention ("concentration disorder") and depression ("depressive state"). The patient was treated with antidepressants, anxiolytics, iron and magnesium. Essure treatment was not changed. At the time of the report, the genital haemorrhage, adenomyosis, fatigue, anaemia, sleep disorder, memory impairment, disturbance in attention and depression had not resolved. The reporter provided no causality assessment for adenomyosis, anaemia, depression, disturbance in attention, fatigue, genital haemorrhage, memory impairment and sleep disorder with essure. The reporter commented: events started in late 2015 early 2016, excessive and chronic fatigue, depressive state, sleep and memory disorders, haemorrhages due to identified adenomyosis patient information on her current condition: constant fatigue, sleep disturbances, professional and personal problems and difficulties due to memory and concentration issues, and anaemia due to major bleeding... Actions taken at the healthcare facility to treat the patient: I had a medical follow-up for sleep disorders (analysis by a neurologist after a night spent in the clinic). I was prescribed antidepressants and anxiolytic medication following a depressive episode. I take iron and magnesium permanently for fatigue and I met several specialists regarding adenomyosis and a possible hysterectomy. Lot number: c38219, manufacturing date: 2014-03, expiration date: 2017-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-mar-2020: quality-safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.